Manufacturer narrative:
The company representative examined the system, confirmed the reported event, and replaced the transducer printed circuit board (pcb). The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message was displayed that could no be cleared. A patient had received local anesthetic block in preparation for the surgery, but the surgery was canceled. There was no harm to the patient reported.